Event description:
A report was received that the patient was not using the scs due to not being able to charge the system. It was also reported that the device was not functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not using the scs due to not being able to charge the system. It was also reported that the device was not functioning. The patient will undergo an explant procedure.